Event description:
The unwelded seat lift washers deformed and the mast screws broke, allowing the seatlift to separate.

Manufacturer narrative:
Emc replaced customer's scooter with a model 600f scooter.